Manufacturer narrative:
E1: (B)(6). A philips remote service engineer (rse) spoke to the customer, and a nemo (non-engineering material only) service was agreed upon. The customer ordered a replacement loudspeaker assembly to resolve the issue. The customer was provided a replacement loudspeaker assembly to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue mx550 patient monitor indicating the speaker is not working. It is unknown if the device could produce an audible sound. The device was in use on patient at time of event, there was no adverse event reported.